Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, product type: extension.

Event description:
Additional information from a manufacturer representative (rep) reported the patient cut the extension with a scissor when she got home from her procedure on (B)(6). The rep noted the revision to replace the extension took place the following week.

Manufacturer narrative:
Information references :the main component of the system and other applicable components are: product ID: neu_unknown_ext, lot# serial# unknown, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that health care provider was doing a revision on the day of this call and the rep mentioned that patient cut the extension.